Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported was likely the result of the patient¿s fall which resulted in femoral stem loosening.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 6.5 years postop the initial implant, this 47 y/o female patient¿s right hip was revised. The liner was replaced with e poly. Patient was last known to be in stable condition following the event. Devices will be returned. The reason for revision is unknown at this time.